Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: 8. Strip code: 8. Strip storage: unk. Symptoms: getting sick and urinating a lot. A pt reported they were hospitalized. Their meter allegedly was inaccurately low. The result on their meter was 190 (no units). The result on the lab was 386 (no units). The time difference between pt's meter and lab was less than 10 mins. Treatment was unk. Pt's medication was increased to 2000mg. No further info has been reported.